Event description:
It was reported that the patient began experiencing an increase in seizures following a series of x-rays. The physician indicated that the change in seizures cannot be pinpointed to vns, but that device diagnostics were within normal limits. The physician plans to investigate the patient's epilepsy. No additional relevant information has been received to date.